Event description:
It was reported that patient is experiencing difficulty inflating his inflatable penile prosthesis (ipp) device. When physician tries to ump the implant, he can only do it with great difficulty.